Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410vt optiflow junior 2 ventilator transition kit was detached during use on a patient. The healthcare facility further reported that the patient has experienced a minor desaturation before the cannula was replaced. There was no further reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, UDI, expiration date details are not provided by the customer. Section h4: device manufacturer date details are not provided by the customer. Method: the subject device, ojr410vt optiflow junior 2 ventilator transition kit was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the information, description of events provided by the healthcare facility, evaluation of the returned device, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the subject device confirmed that both tubs were found stretched and torn next to the swivel grip joint. Conclusion: our investigation could not determine the exact cause of the reported damage to the subject device. Based on our knowledge of the product it is most likely that the tubing was subjected to excessive force. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr410vt optiflow junior 2 ventilator transition kit would have met the required specifications at the time of production. The user instructions which accompany the ojr410vt optiflow junior 2 ventilator transition kit show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410vt optiflow junior 2 ventilator transition kit was detached during use on a patient. The healthcare facility further reported that the patient has experienced a minor desaturation before the cannula was replaced. There was no further reported patient consequence.